Manufacturer narrative:
Reference MFR report # 2916596-2016-00096 for the report of the patient's previous admission for gi bleeding. Approximate age of device - 3 years, 5 months. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. The patient had recently been discharged on (B)(6) 2015 after being admitted for gastrointestinal (gi) bleeding. It was reported that on (B)(6) 2016, the patient was re-admitted for gi bleeding. A colonoscopy found one briskly bleeding arteriovenous malformation (avm) in the ascending colon. The avm was treated with argon plasma coagulation (apc), epinephrine injection, and two clips were applied. The gi bleeding reportedly resolved and the patient was discharged home. On (B)(6) 2016, the patient was readmitted for gi bleeding described as diffuse gastritis. No avms were observed and there were no notable findings. Hemostasis was achieved with apc and the patient was discharged home. On (B)(6) 2016, the patient was again readmitted for gi bleeding. A single bleeding avm was found in proximal duodenum. Hemostasis was achieved with apc and epinephrine injections. The patient was discharged home on (B)(6) 2016 with a new inr goal of 1.7-2.0, as compared to their previous inr goal of 2.0-3.0. As of (B)(6) 2016, it was reported there had been no further admissions for gi bleeding.